Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached "in the 500's" (mg/dl) while wearing the pod between 4 and 24 hours. Patient's mother reported that bg levels remained high despite drinking water; she spoke to a nurse and was advised to take patient to the ER. The pod was removed and patient was treated with an intravenous fluids and insulin; he was released after spending a couple of hours in the ER.